Event description:
It was reported that during a gastric bypass procedure, on the 5th firing the device fired an incomplete staple line. The case was completed with sutures. There was no patient consequence reported.